Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found that the guidewire ptfe (polytetrafluoroethylene) coating was examined and it was discovered that the ptfe was peeled off on its proximal approximately 31cm from the proximal end. Functional testing was performed and there was no friction felt during the advancement. Additional information provided by the customer indicated that the guidewire was inspected and confirmed to be in good condition prior to use and the guidewire was prepared as per the device directions for use (dfu). It is possible that the ptfe coating was scraped off likely to have been caused by the use of the torque collet. Based on the information available and investigation results, an assignable cause could not be definitively determined.

Event description:
It was reported that during the procedure that the guidewire (subject device) had experienced difficulty advancing within microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. Upon investigation of returned device revealed that the returned subject device had it's polytetrafluoroethylene (ptfe) coating peeling. No adverse was noted after these findings.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire coating was noted to be peeled and damaged at 31cm from the proximal end and there were no other anomalies noted to the device. This damage is likely damage caused by the torque device. There was no further damage noted to the coating to the rest of the device. The torque device was not returned with the device. Functional inspection noted no anomaliesthe reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed during the device analysis. The device was returned and there were no visual or functional anomalies noted, which could have caused or contributed to the reported event. There was some damage to the ptfe (polytetrafluoroethylene) coating to the proximal end of the device which is likely to have been caused by the use of the torque collet, however it is unlikely that this would have caused the reported difficulty to advance the device. It is probable that the device was damaged as a result of handling of the device during the clinical procedure, therefore an assignable cause of handling damage will be assigned to the reported and analyzed event.

Event description:
It was reported that during the procedure that the guidewire (subject device) had experienced difficulty advancing within microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. Upon investigation of returned device revealed that the returned subject device had it's polytetrafluoroethylene (ptfe) coating peeling. No adverse was noted after these findings.